Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) finding noted defib conductor distorted.

Event description:
It was reported that at implant the coil came apart easily when passed through 9 fr safe sheath. The lead was not implanted. No patient complications have been reported as a result of this event.